Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: andometriose translation: an adverse event has occurred in our establishment concerning the device coelio uu scissors 5mm / 35cm - epix ref. Cb030 batch number: 1400792. The manager of the central unit madame said: "professor is calling me in room 4 this morning to find out that the single-use laparoscopy scissors have failed. He shows me the difference between 2 pairs of scissors: the defective one which hangs the compress during use and the one which works correctly and which does not hang the compress when removing the scissors. In total: 3 pairs of open scissors and only one seems functional. These 3 pairs have the same lot number. Withdrawal of the lot number in question for the moment. " the defective devices were recovered and kept in our premises for medical device vigilance expertise. Additional information received by email from applied medical representative on (B)(6) 2021: name of procedure being performed: andometriose. Patient status: nothing, change of device. Timing of event: during treatment. The user has experienced that the blades do not cut. The device was not non-functional upon initial use. The scissors were used from the start before blades did not cut. The scissors were not used to cut staplers but andometriose tissue intervention: change of device. Patient status: no patient injury or illness occur associated with the complaint event.

Event description:
Procedure performed: andometriose. Translation: an adverse event has occurred in our establishment concerning the device coelio uu scissors 5mm / 35cm - epix ref. Cb030 batch number: 1400792. The manager of the central unit madame [name] said: "professor [name] is calling me in room 4 this morning to find out that the single-use laparoscopy scissors have failed. He shows me the difference between 2 pairs of scissors: the defective one which hangs the compress during use and the one which works correctly and which does not hang the compress when removing the scissors. In total: 3 pairs of open scissors and only one seems functional. These 3 pairs have the same lot number. Withdrawal of the lot number in question for the moment. " the defective devices were recovered and kept in our premises for medical device vigilance expertise. Additional information received by email from applied medical representative on 13apr21: name of procedure being performed: andometriose. Patient status : nothing, change of device. Timing of event : during treatment. The user has experienced that the blades do not cut . The device was not non-functional upon initial use. The scissors were used from the start before blades did not cut. The scissors were not used to cut staplers but andometriose tissue. Intervention: change of device. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the unit was unable to cut consistently across the entire length of the blade. Engineering observed that there was a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the event unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.